Manufacturer narrative:
Incident 3 of 5. We received one sample of an unopened kit of the complaint kit lot from the customer. The component involved was removed from the kit and was immediately sent to the supplier for their evaluation. At the time of complaint receipt, we had no inventory of the complaint kit lot or the raw component lots involved for further analysis. This component is placed in other kits. A three-year review of those kits shows no additional reports of this nature. Based on the customer¿s feedback of not experiencing any problems with a different kit lot, this issue was determined to be specific to complaint lot 305500. We issued a supplier corrective action request (scar) (B)(4) to the component supplier to further address the issue. Our supplier responded a visual evaluation of the returned sample showed no visible defects or anomalies. No disconnection was noted. The sample was primed and leak tested. No leakage was observed in the activated and inactivated positions. No disconnections were observed during testing. The reported issue was not confirmed. We, as well as our supplier, will continue to track for any related trends involving this component. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report was not available for return. Incident 3 of 5. Medical action industries is the manufacturer of the IV start kit convenience kit. The complaint component extension set, part number mc33122-ns is manufactured by ICU medical (FDA registration (B)(4)). A supplier corrective action (scar) was submitted to the manufacturer on 23may2023. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or caused serious injury.

Event description:
Mai complaint number (B)(4). Incident three: "I was in the third patient's room. I was teaching (B)(6) how to place an IV. It's almost exactly what happened with the second patient, except the hub fell off when hailey went to flush it. The patient started bleeding, hailey controlled the bleeding while I gathered a new hub and flushed. Again I don't believe there was harm to the patient."